Event description:
During t2h surgery when the surgeon used the depth gauge for the proximal screw hole after the drill, the measured value was wrong. After that he did not use it and advanced the procedure in a different way.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.